Manufacturer narrative:
Follow-up #1: date of submission 10/21/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/04/2013 with the following findings:the pump powered on with a faded and discolored display screen. The pump contrast was adjusted to max without the issue resolving. The pump display screen as replaced with a test screen and the display returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter indicated noticing that the pump display screen was very dim over the past several months. The reporter indicated that there was no known trauma to the pump and confirmed that the contrast was set to maximum without resolving the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.